Event description:
The following information was obtained from the patient's nurse: the patient had pain, patient not doing well (coded to general physical health deterioration), constipation, and peritonitis. On (B)(4) 2010 the patient was hospitalized for the peritonitis. It is unknown what type of treatment was provided for the events. The cause of the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. A causality statement was not provided for the pain, not doing well, and constipation and it is unknown if that has resolved. Per the nurse, the peritonitis was unrelated to dianeal therapy. Additional information is not expected.

Manufacturer narrative:
(B)(4). A batch review was conducted on lots h10g22122 and h10f26042 and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is a report of a homechoice patient (hp) who called and said she was in pain and was requesting to end therapy. The hp said, she has peritonitis and was going to see her nurse. This is number 3 of 3 reports for this peritonitis event.

Manufacturer narrative:
(B)(4). As the patient discarded supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up will be submitted.